Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model surgical valve was disabled via a valve-in-valve procedure due to unknown reasons. A 23mm transcatheter valve was implanted. The procedure outcome was reported to be no complications. No additional details were provided.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
It was reported that an unknown model surgical valve was disabled via a valve-in-valve procedure due to severe aortic regurgitation. A 23mm transcatheter valve was successfully implanted with no complications. The procedure outcome was reported to be no complications. Post deployment tee showed no perivalvular regurgitation. The patient was discharged home on pod #5 in stable condition.